Event description:
A surgeon reported that it was noted during implantation of an intraocular lens that there was inadequate capsular support. The incision was widened to remove the iol. The association between this event and the iol is not known. Additional information has been requested.

Event description:
Additional info provided by the surgeon indicates there was a post capsular rupture and an anterior vitrectomy was performed. The surgeon indicated the event was unrelated to the intraocular lens (iol) and the iol did not malfunction.